Event description:
It was reported by the cardiac resynchronization therapy defibrillator (crt-d) patient's spouse that the patient expired two weeks post-implant and the day after leaving the hospital. It was reported that the device did not work, did not do anything, and did not shock the patient. Though the spouse was reportedly informed that the patient had a heart attack and died of natural causes, they believed the death was device-related. Additional information was requested but not obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.